Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A field service engineer (fse) verified that the station was in disconnected mode and attempted to connect using all available ports, but the station remained disconnected. The fse then rebooted the station to see if it would refresh, but it still did not connect. The station was moved to a different room with a non-working port, and upon connecting it there, it began to connect to the network. The station was then returned to its original location, where the fse inspected the port and noticed that some wires on the backside were damaged. The fse documented the issue and informed the customer that the it department would need to repair the port to resolve the intermittent connectivity problem. The fse confirmed that the station had re-established network communication and that rss was back online. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station was not communicating. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.